Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece get heated up and making sound prior to operation. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer's complaint regarding noise. The device failed hi-pot test due to faulty motor cable assembly. The handpiece was giving continuous noise and the motor was dead and not rotating at all. Temperature test could not be performed since the motor was completely dead, therefore overheating could not be confirmed. The device was sterilized and cleaned. The motor cable assembly was replaced. All corroded, rusted and damaged parts were replaced. All mandatory spare parts were replaced as well. The device has been successfully tested according to manufacturing specifications. Fdm code, fdr, fdc no longer applies. If information is provided in the future, a supplemental report will be issued.